Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced two low blood glucose (bg) levels of 47 and 33 mg/dl. The cause of low bgs was unknown. The customer received third party assistance for both low bgs from their spouse, but did not provide how the low bgs were addressed. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.